Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information. Updated fields: h4, corrected field: d2a (changed from wa50082a to rigid video laparoscope).

Event description:
It was reported that the rigid video scope's image went into grayscale while rotating the knob. The issue was found during an unspecified therapeutic procedure. There was no report of patient harm.

Event description:
It was reported that the rigid video scope's 3d (three dimension) scope was not delivering proper image while rotating the knob. When rotating the knob, the image went into grayscale. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation and corrections. Updated fields: h3, h4, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, h6. The device was returned to olympus for evaluation and the reported failure was confirmed. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the electrical system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction that is being made to previously submitted emdr-17617 with g3 - date received by manufacturer, which was not late. The correct date was 10/2/2024. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid video scope's image went into grayscale while rotating the knob. The issue was found during an unspecified therapeutic procedure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope's image went into grayscale while rotating the knob. The issue was found during an unspecified therapeutic procedure. There was no report of patient harm.